Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous services, the main display was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "back light is out" was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of back light is out. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.